Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that the connection felt loose when trying to connect the infusion tube(surplug extension tube/terumo) to the hub of the catheter connector. Because the physician planned to infuse anti-cancer agent after the connection, the physician determined that there was a risk of slininframation if the anti-cancer agent was leaked from the connection between the catheter and the infusion tube, s/he disconnected the catheter connector from the catheter and reconnected a new catheter connector. After the replacement of the catheter connector, the hub of the new catheter connector could be connected to the infusion tube without problems, and no loose connection was felt. The groshon catheter was placed in the patient on october 3, 2018. The facility requests us to inspect whether the size of the hub is correct and whether leakage is confirmed from the connection when connecting the hub and the tube. There was no reported patient injury.

Event description:
It was reported that the connection felt loose when trying to connect the infusion tube(surplug extension tube/terumo) to the hub of the catheter connector. Because the physician planned to infuse anti-cancer agent after the connection, the physician determined that there was a risk of slininframation if the anti-cancer agent was leaked from the connection between the catheter and the infusion tube, s/he disconnected the catheter connector from the catheter and reconnected a new catheter connector. After the replacement of the catheter connector, the hub of the new catheter connector could be connected to the infusion tube without problems, and no loose connection was felt. The groshon catheter was placed in the patient on (B)(6) 2018. The facility requests us to inspect whether the size of the hub is correct and whether leakage is confirmed from the connection when connecting the hub and the tube. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.